Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog time out and keypad anomaly . Customer's blood glucose at time of incident was 104mg/dl. Customer was advised to perform rewind process and pump is not working that the device is off and not responding to any buttons. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 104 mg/dl. Customer reported there is fluid under the lcd display and scratch on the pump. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 104 mg/dl. Customer stated that there is scratch on the pump and advised to monitor pump.